Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower screen was frozen and would not power off or on. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that screen was frozen at the carefusion startup screen and would not power off or on. A field service engineer assisted a customer remotely to resolve the issue. The system functioned as intended after the fse helped the customer resolved the issue remotely.